Event description:
The pump was returned for investigation. Investigation revealed a failed printed circuit board component was causing excessive current draws. This report is made based on results of investigation completed on 12/29/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2013 with the following findings:the pump powered on appropriately to the verify screen with functional auditory and vibratory features. A review of the black box indicated unusual voltage fluctuation had occurred on 09/04/2013. The pump was tested with an external power supply and all currents were found to be higher than normal and out of specifications. The pump cover was removed, and a failed printed circuit board component was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).